Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported the bd preset¿ arterial blood collection syringe experienced blood splatter/leakage or other sample leakage from device other than the insertion site or needle tip during use. The following information was provided by the initial reporter: the customer noticed "during use, there was blood leakage from the tip of the barrel, the barrel has no blood." No report of blood exposure.